Event description:
Boston scientific received information that this lead perforated the tricuspid valve when it was being implanted in the patient's atrium. The lead was abandoned to prevent further damage. The patient remained stable. The implant date was not provided, however, the report stated that the lead was abandoned in the patient for approximately 42 months.

Manufacturer narrative:
Upon receipt, the lead was found dissected at approximately 7 cm distal to the is-1 connector pin. The fragmentation of the lead most likely originated from the explantation procedure. Visual inspection demonstrated cuttings in the insulation and a deformation of the outer coil which resulted most likely from the explantation procedure. Moreover, the lead's distal part was found partly pulled out from the ring electrode. Traction forces during the surgery should be taken into consideration. During further analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.